Event description:
The event is reported as: the clips were poorly positioned in the applier jaw and some opened after having been applied on the vessels. This was recognized immediately and another applier was used successfully. No pt injury reported.

Manufacturer narrative:
Product has not yet been received by MFR, therefore, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.